Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a voltage interruption. The log file analysis showed that the error described in the complaint was caused by a voltage interruption. According to customer reports, the system at first could not be switched back on after this interruption; however, after the image system (is) was moved slightly, the system could be switched back on. The operator decided to finish the procedure on another device. During the on-site investigation, the siemens engineer determined that the output connections of the uninterruptable power supply (is-usv) had a contact problem. After replacing the ups, the system works as specified and the investigation did not reveal a systematic problem. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional cardio cto case, the user reported that the system went off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.